Event description:
Healthcare professional reported "capsular contracture grade unknown and rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification d.6a (implant date): patient has been wearing allergan implants for 14 years. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
The device was explanted and replaced by non-abbvie device. Unreporting the previously reported capsular contracture grade unknown and rupture since device is non-PMA approved.

Manufacturer narrative:
Unreporting the previously reported capsular contracture grade unknown and rupture since device is non-PMA approved.